Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken and opening on bladder and radius side assessed as smooth opening. Anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Hematoma: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. As per the investigation procedure, particles and missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "baker IV capsular contracture", "seroma", "hematoma", and "textured." Device has been explanted.

Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, capsular contracture, baker grade IV and seroma-late.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, later reported, "baker IV, capsular contracture", "seroma", "hematoma" and "textured". Device has been explanted.